Manufacturer narrative:
We received (1) 746f8 catheter with monoject limited volume syringe. The report of pressure waveform issue was not confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.1 c when submerged into a 37.1 c water bath. The catheter ran cco in 37.0 c water bath on the vigilance ii monitor for 5 minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was within specification. The catheter passed in-vitro calibration. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from catheter body or returned syringe. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use this swan-ganz catheter easily floated to 55 cm with a perfect pa waveform, which then dampened to flat 30/30 and cvp 30 within 1-2 minutes. The pressure bag was checked and the catheter was flushed with pigtail and manual flushing. All transducers were re-zeroed. The swan was manipulated and repositioned without change in waveforms. The swan was pulled all the way out, flushed and transducers re-zeroed. Pa read 1-5/1-5 cvp 1-5. The swan was floated as soon as the balloon was inflated pressures went to 30-40/30-40 cvp 30s. Advancement was stopped and the balloon was deflated with no change in pressures. Balloon was re-inflated with no changes. A new swan ganz was floated and values were as expected.